Event description:
The clip applier will not release clip smoothly when clip is applied. The clip when released falls off of what it was applied to (over 50% of time). If the clip does hold onto what it was clipped to it is very difficult to free clip from applicator end. The "scoop" portion of applier catches on clip & forces surgeon to "wiggle" clip & potentially tear tissue.